Manufacturer narrative:
(B)(4). Covidien was not authorized to conduct the repair. The reported complaint could not be confirmed without the product return. As per customer this ventilator is no longer in service, will be used as a trade in due to hospital receiving new ventilators.

Event description:
It was reported that an 840 ventilator had a compressor that wont turn off. The ventilator was not in use on a patient at the time the event occurred.